Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips bench repair technician (brt) evaluated the device for an unrelated issue and found that the speaker does not work in the unit. The speaker does not have wire on it to plug it in. The brt replaced the defective speaker with a new one. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use. There was no report of patient or user harm.